Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced sustained ventricular arrhythmia. The patient was treated with defibrillation/ medical adjustment and was discharged on (B)(6) 2025.

Event description:
The arrhythmia was not thought to be related with the device as the cause was progression of primary disease.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, it was communicated that the account cannot provide any further answers or additional information. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they ultimately received a heart transplant on the usual list on (B)(6) 2025. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.